Event description:
The customer reported having unexplained high blood glucose for the past several months. Troubleshooting was performed. The customer stated he was having bent cannulas and the insulin pump did not alarm no delivery. The customer's most recent glucose reading was 72mg/dl, and he has treated with the insulin pump and manual injections. The programming, time, and date were correct. The customer stated that the infusion set was changed to resolve the issue. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.